Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurements in the triad configuration, measuring greater than 125 ohms. In addition, it was reported that patient received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services was consulted and offered troubleshooting recommendations. The rv lead was tested and additional troubleshooting was performed in the office. No oversensing was observed. Plan is to continue to monitor at this time. The ICD system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurements in the triad configuration, measuring greater than 125 ohms. In addition, it was reported that patient received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services was consulted and offered troubleshooting recommendations. The rv lead was tested and additional troubleshooting was performed in the office. No oversensing was observed. Plan is to continue to monitor at this time. The ICD system remains in service at this time. No adverse patient effects were reported. Additional information has been received that this device has been returned for analysis after the patient underwent a therapy upgrade procedure.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurements in the triad configuration, measuring greater than 125 ohms. In addition, it was reported that patient received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services was consulted and offered troubleshooting recommendations. The rv lead was tested and additional troubleshooting was performed in the office. No oversensing was observed. Plan is to continue to monitor at this time. The ICD system remains in service at this time. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Additional information has been received that this device has been returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Additional information was received that during a retrospective review of device data from when the device was implanted, it was identified that during a shock delivery, this system previously recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurements in the triad configuration, measuring greater than 125 ohms. In addition, it was reported that patient received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services was consulted and offered troubleshooting recommendations. The rv lead was tested and additional troubleshooting was performed in the office. No oversensing was observed. Plan is to continue to monitor at this time. The ICD system remains in service at this time. No adverse patient effects were reported.